Manufacturer narrative:
Was unable to replicate customer complaint of inserts heating up. Customer will want to check inserts for any clogging or damage that may be restricting water flow or causing poor performance. The foot control that was sent with the unit belongs to the g131 and g132 units and will not communicate with the g137. The connector on the bracket board was cracked. Received only partial water line and air hose. Powder bowl tubing was worn. Replaced all damaged and worn components, cleaned unit and recalibrated to factory specs.

Event description:
While the customer was using a g137 scaler, the insert tips were getting hot; no injury resulted.